Event description:
Dexcom g6 continuous glucose monitor lost connect as it frequently does. Device was not able to alert me to hypoglycemic event. Dexcom g6 continuous glucose monitor often loses connection to the cell phone device where it informs the patient of the blood glucose level. It also is supposed to send emergency alerts to notify the patient and others of a hypoglycemic or hyperglycemic event. Device does not work as it should. Device is not continuous and loses connection, interrupting vital and crucial blood sugar readings